Event description:
During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the high volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The pump did not sound an audible alarm tone on the high volume setting during an alarm condition. This was due to the central processing unit circuit board.